Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician was using/testing the 2.3" cxi support catheter with a 0.14" wire guide during a btk (below the knee) procedure, and the tip of the catheter melted together with the wire. It was further noted that the coating on another manufacturer's wire guide was stripped during the procedure and the device was split at the tip. Nothing happened to the patient and nothing was left in the patient's artery. No further treatment to the patient was performed as a result of the product problem.